Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that in unit hia (cardio) they had a patient without a pulse and they expected the system to give an asystole alarm, but instead they got another alarm. The biomedical engineer didn't remember what alarm was issued instead of asystole. The ECG wave wasn't a flat line, it was fibrillating. The customer said that the wrong treatment was provided because another alarm than expected was announced. A event was stated as a serious injury. This occurred on the (B)(6) 2017 at 11:33. The mx40 equipment label was t25-hia-os. The patient was being monitored by a mx40 and a central station. A serious injury was reported.

Manufacturer narrative:
The product support engineer reviewed the strip with a patient monitoring clinical products specialist and software developer. The event was not considered an asystole event per the arrhythmia algorithm. Sticr 197756 was entered into the tfs (team foundation server) for cross-functional team evaluation. Per software development engineer the patient strip shows atrial activity during ventricular asystole. The atrial amplitude is large enough to be detected. (Our monitors can detect down to about 150 uv.) This is by design, as some patients (weak heart, or obese) have relatively small surface ecgs. Our documentation instructs avoiding monitoring of leads with large atrial activity, due to the possibility of detection during complete heart block, as it may result in missed alarms. The sticr was classified as an enhancement request. The device was working as designed and there is no data to support a device malfunction. And disposition: no data to support a malfunction. The customer reported that in unit hia (cardio) they had a patient without a pulse and they expected the system to give an asystole alarm, but instead they got a different alarm. The event was stated as a serious injury. This occurred on the (B)(6)2017 at 11:33. The mx40 equipment label was t25-hia-os. The patient was being monitored by a mx40 and a central station. The patient received cardiopulmonary resuscitation and revived. The field service engineer (fse) talked to cas (philips clinical application specialist) who had talked to a nurse at the clinical unit hia who explained that the patient had an episode, 25 seconds long, where they expected an asystole alarm, but the system provided another red alarm. Anna looked into the logs again and found that this episode happened around 11:20, instead of 11:33, on the (B)(6). A v-tach was announced at 11:20:06 and at 11:20:07 a vent fib/tach was announced. .